Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an arcuate incision that fully perforated the cornea in the operating room (or) during the surgical procedure to remove the cataract. No additional complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. Additionally, the system database video images revealed that significant diagonally eye movement occurred after the initial oct scan and arcuate incision fitting. The surgeon did not re-scan the eye after the eye movement and prior to proceeding with laser treatment; instead a manual adjustment was made to compensate for the change in iris position.